Manufacturer narrative:
Made a "good faith effort", however, no further information was reported by customer. A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed that the tip of the catheter was separated and stuck on the guidewire. The damage found to the catheter is consistent with over torquing against resistance. The most likely root cause for the failure is damage during use.

Event description:
Tip fractured and became embedded in the artery. No patient impact reported.